Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low rectum resection, on the rectum, the first stapler was able to fire, there was a partial staple formation, the staple line was incomplete proximally and was unable to complete the firing cycle. The second device which was an open stapler's blade broke into the tissue was removed and changed to another device to cut the tissue. The third device which was a circular stapler partially cut the tissue and the device was applied over a previous staple line. They used a suture to oversew and fix the staple line and complete the case.